Event description:
During a laparoscopic gastric bypass procedure, the surgeon attempted to fire the fourth reload on the gastrojejunostomy and broke the stapler. The handle broke off and the device stapled but did not cut. There was no pt consequence.